Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert, low battery alert and experienced high blood glucose level because pump was off. Customer's blood glucose value was 300 mg/dl and treated with the pump. The customer was assisted with troubleshoot and customer states they did receive a low battery alert prior to the off no power alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.